Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # (B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration # (B)(4)). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
A caregiver was attempting to move the resident to the bathroom. During the initial lift the clip broke on the sling allowing the resident to fall back onto the bed. The resident fell approx 3 to 4 inches back on the bed. No injuries reported.